Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Root cause was assessed to be user related, unrelated to the device. Technical root cause could not be determined. Despite attempts, no further information was received from the reporter. (B)(4).

Event description:
Despite attempts, no further information was received from the reporter.

Event description:
A center director reported that the vertex distance was changed from 12 mm to 0 mm unknowingly prior to surgical treatment on several dozen patients. Only 5 to 6 patients were reported to have over corrected due to this input error. It is uncertain at this time how the error occurred. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).